Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that they experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with carbohydrate intake. Customer did used auto mode and had used the insulin pump for 48 hours before low blood glucose event. The device will not be returned for analysis.